Event description:
My libre 3 plus monitor shows constant low misreads at less than half of the elapsed time into it's 15 day life cycle. It's not listed in the affected batches for the recalls, but comparing the data to other sources shows it's very inaccurate in reporting. This leads me to believe that there may be more defective units than just those listed in the current recall which had this same issue of misreporting.